Manufacturer narrative:
This report is filed on may 16, 2016. Device not returned to manufacturer.

Event description:
Per the clinic, the device was electively explanted (date not reported), due to an unknown reason. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, may 16, 2016.